Manufacturer narrative:
This report is submitted on january 6, 2021.

Event description:
Per the clinic, the patient underwent a skin flap surgery (specific date not reported) due to pain at the implant site. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on november 21, 2022.

Manufacturer narrative:
The device was explanted on (B)(6) 2022. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on october 20, 2022.